Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I, non-malignant pain and spinal pain. It was reported that their ¿stimulator was non-functional at this point so it all needed to be removed¿. The patient then eventually said that the ¿first stimulator (the lumbar one) was a rechargeable unit and they couldn¿t recharge it because of its location¿. The stated that it was a very painful process. The patient stated this started happening ¿probably in mid 2017¿. It was asked what happened after that they stated that they couldn¿t charge it so it just died. The problems recharging the ins and the ins depleting/likely overdischarging occurred in 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the device was causing a multitude of severe issues. They noted they were in a no-win situation that couldn't be remedied until it killed them. They noted that "discomfort" was an understatement.

Manufacturer narrative:
(B)(4) also applies. If information is provided in the future, a supplemental report will be issued.